Event description:
It was reported that during a laparoscopic cholecystectomy, the clips were feeding sideways. Used a new one to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4).malformed clip. Eval summary: the analysis results confirmed that one device was received in good visual condition. The instrument was cycled, and upon the first firing, a double feed issue was noted. Subsequent firings fed and formed seven clips within mfg specifications. The instrument locked out as intended, but the orange indicator was noted to be beyond its intended position. However, no sideways issues were noted during analysis. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us, in addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.